Manufacturer narrative:
Additional information was received that the patient was also experiencing drainage at the ipg site. Infection had improved significantly but was not confirmed if it had cleared up. The physician believed that infection was procedure related.

Manufacturer narrative:
Additional information was received that the patient's incision site was healed up. The patient was doing well.

Event description:
A report was received that the patient had infection at the pocket site. Symptoms include swelling and redness. The patient was given antibiotics.

Event description:
A report was received that the patient had infection at the pocket site. Symptoms include swelling and redness. The patient was given antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial / lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had infection at the pocket site. Symptoms include swelling and redness. The patient was given antibiotics.